Event description:
New information noted that the left ventricular was displaced and the lead was capped on (B)(6) 2022. Further information was requested however, was not provided.

Event description:
New information noted that the left ventricular was displaced and that no procedure was performed. The only changes were programming. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular lead showed loss of capture. Programming changes were made. The patient was stable.